Manufacturer narrative:
Prime alarm during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The insulin pump received with severely scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window. Drive support was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 200 mg/dl at the time of the incident. Customer reported that piston did not stop when pressing the act button during priming. The customer also reported that the insulin continued to drip during manual prime process. The customer stated that the drive support cap was "unevenly indented". The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.